Event description:
A 40mm left and right fearon modified matthews distractor was surgically implanted in 2002. Subsequent to that date the right side broke. Both distractors were removed in 2002. No further complaints have been reported.